Event description:
Per provider documentation: the ventricular catheter was passed easily into the right lateral ventricle. The ventricular catheter stylet was removed and brisk flow of csf (cerebrospinal fluid) was noted. The ventricular catheter was confirmed at a depth of 5.5 cm at the outer table. The ventricular catheter was then connected to the valve. The valve is a medtronic medium pressure small size valve (non-programmable, fixed pressure). The connections at the proximal and distal valve stems were reinforced with 2-0 silk ties. The valve was secured to the pericranium with two 4-0 nurolon sutures. After the valve was secured, it was noted to be leaking csf briskly out of the proximal end (between the valve stem and the reservoir). Therefore, the valve was removed and replaced. After the new valve was placed, there was no obvious leaking of csf from the valve, however, the ventricular catheter appeared to be leaking (likely from all the prior manipulation). Therefore, the catheter was removed and a new bactiseal ventricular catheter was soft passed into the ventricle to the same depth. This was then secured to the new valve with a 2-0 silk tie. There was no obvious leaking from the valve or the catheters after this.